Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Conclusions: root cause cannot be identified. It could not assume the cause of the phenomenon ¿image is not displayed.¿ the following is the investigation results below. As a result of the DHR (device history records) , a review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. . The phenomenon was not duplicated at the repair department. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Evaluation found the reported customer issue of " blurry screen and no picture" was unable to be duplicated. The image is being displayed correctly. Unit was burned-in for more than 8 hours however, it was unable to find abnormalities in image. Unit passed all functional and leak tests. No problem found on the unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during an unspecified procedure, blurry screen and no picture was observed on the device. The device was replaced with another camera. The serial number and model of the device used to complete the procedure was not provided. The intended procedure was completed. There was no patient injury or harm reported due to the event. No user injury reported.